Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient presented with cardiogenic shock and anterior wall myocardial infarction (awmi). The 2.50x32mm, 2.75x32mm,3.00x20mm promus element ¿ stents and the 3.00x38mm promus element ¿ long stent were implanted successfully in the target lesions. No malfunction was noted on the four stents. After the procedure, the patient was transferred to the intensive coronary care unit per standard protocol however the patient's condition became unstable. The patient was intubated and was given necessary medications. The patient died due to ventricular tachycardia.

Event description:
Same case as MDR ID 2134265-2014-08422, 2134265-2014-08420 and 2134265-2014-08419. It was reported that death occurred. The patient presented for elective angioplasty. Vascular access was obtained via the femoral artery. There were 3 target lesions. Target lesion 1 was 32mm in length located in the mildly calcified, mildly tortuous and 2.5mm in diameter left anterior descending artery. The lesion was predilated and a 2.50x32mm and 2.75x32mm promus element ¿ stents were implanted. Target lesion 2 was 20mm in length located in the mildly calcified, mildly tortuous and 3mm in diameter left circumflex artery. Predilation was performed and a 3.00x20mm promus element ¿ stent was deployed. Target lesion 3 was 38mm in length located in the mildly calcified, mildly tortuous and 3mm in diameter right coronary artery. The lesion was predilated and a 3.00x38mm promus element ¿ long stent was implanted in the lesion. Post procedure, the patient was in the intensive coronary care unit for 2 days in an unstable condition. Two days after the procedure, the patient died.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).